Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "breaking and twisting of balloon at the lower end on left leg side". Further information states that this occurred on the distal end of the catheter while in use on a patient. Therefore, a second iab was placed at the same insertion site. No medical intervention required. No report of patient harm or injury. The patient condition is reported as "stable".

Manufacturer narrative:
(B)(4). Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the peel-away sheath was on the iabc. The one-way valve was connected and tethered to the iabc short driveline tubing. The stylet was fully inserted within the iabc central lumen. The bladder was fully unwrapped. No blood was noted on the returned sample. No visual damage or abnormality was noted to the iabc. The bladder thickness was measured at six points with measurements ranging from 0.0060in-0.0065in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The stylet was removed from the iabc central lumen without any difficulty. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the distal tip. No resistance was noted; the guidewire was able to advance through the injection lumen. No blood or debris was noted. The guidewire was front loaded through the injection extension line. No resistance was noted; the guidewire was able to advance through the injection lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "breaking and twisting of balloon" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
Reported as "breaking and twisting of balloon at the lower end on left leg side". Further information states that this occurred on the distal end of the catheter while in use on a patient. Therefore, a second iab was placed at the same insertion stie. No medical intervention required. No report of patient harm or injury. The patient condition is reported as "stable."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "breaking and twisting of balloon at the lower end on left leg side". Further information states that this occurred on the distal end of the catheter while in use on a patient. Therefore, a second iab was placed at the same insertion stie. No medical intervention required. No report of patient harm or injury. The patient condition is reported as "stable".